Event description:
It was reported that the biomed stated that the arctic sun device would not cool. Per wo notes, it was determined that the device had a failed mixing pump. Chiller temperature (t4) was 5.5, mixing pump command (mpc) was 100 percentage, device would not cool below 29 after heating to 40.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Per wo notes, it was determined that the device had a failed mixing pump. Chiller temperature (t4) was 5.5, mixing pump command (mpc) was 100 percentage, device would not cool below 29 after heating to 40. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device would not cool. Per wo notes, it was determined that the device had a failed mixing pump. Chiller temperature (t4) was 5.5, mixing pump command (mpc) was 100 percentage, device would not cool below 29 after heating to 40.